Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation could not confirm the reported complaint. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device became inoperable. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the device was not able to startup. Performance testing could not reproduce the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device unable to startup was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device became inoperable. The device was not in patient use when the reported event occurred.